Event description:
The user received a questionable bun result and a questionable phosphorus result for one patient sample. The initial bun result was 64 mg/dl. The initial phosphorus result was 6.6 mg/dl. Both results were reported outside the laboratory. The patient was admitted to the hospital due to bun, creatinine and potassium results. The user stated the patient was suspected to have renal failure and was sent to the ER "do to the whole picture of test results". The patient was drawn in the ER and the test results were normal. No treatment was administered. The patient was not adversely affected. The doctor called on (B)(6) 2011 and requested the sample be repeated. The repeat bun result from the same analyzer was 24 mg/dl and the repeat result from modular analytics core analyzer serial number (B)(4) was 25 mg/dl with a data flag. The repeat phosphorus result from the same analyzer was 3.5 mg/dl and the repeat result from modular analytics core analyzer serial number (B)(4) was 3.5 mg/dl. The bun r1 reagent lot number was 64033001 and the r2 reagent lot number was 63776501. The phosphorus reagent lot number was 64527901. The field service representative could not determine a cause. He verified the system pressures, temperatures and sample and reagent probe alignments were correct. He verified the rinse mechanism operation and rinse heights. To verify the analyzer operation, he ran precision testing and quality control. All results were within the user's ranges and precision guidelines. See medwatch with (B)(6) for the potassium results and medwatch with (B)(6) for the creatinine results.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. No analyzer pipetting issues were found. Quality controls were on target. No instrument malfunction was detected. Based upon the data provided, it is most likely that a preanalytical interference issue at the customer site was the root cause of the issue.